Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for eval: yes, return date: 16-may-2019. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 17-aug-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was at home, sitting, and watching television when an electrical fault alarm occurred. It was additionally reported the patient had four alarms that day while on batteries. Later, while in the hospital, the electrical fault alarm reoccurred followed by a ventricular assist device (vad) stop alarm. The patient was asymptomatic. Vad parameters were within normal limits. The controller was exchanged and the vad restarted without issue following the exchange. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6, h10. Product event summary: the controller was returned for evaluation. The hvad pump was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Visual evidence provided by the site revealed that there was no damage to the driveline wires or contamination on the driveline connector of the pump or controller. Log file analysis revealed that (B)(6) was in use during the reported event. Analysis of the controller¿s alarm log file revealed several electrical fault alarms and vad stopped alarms logged on (B)(6) 2019. Three electrical fault alarms were recorded on (B)(6) 2019 at 13:20:20, 13:22:08, and 16:23:51 due to an open phase on the rear stator. This was followed by a vad stopped alarm recorded at 17:00:43 due to open phases on both stators. An additional electrical fault alarm was recorded at 17:00:48 due to the rear stator not being connected. A vad stopped alarm was subsequently logged at 17:01:18 due to a failure of the pump to restart after several attempts. A vad disconnect alarm was recorded at 17:12:35, indicating a physical disconnection of the driveline, likely during the reported controller exchange. A second controller was then in use; the pump started with no anomalies observed following the controller exchange. As a result, the reported event was confirmed. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and risk documentation, the most likely root cause of the reported electrical fault alarm and initial vad stopped alarm can be attributed, but not limited, to a marginal driveline connection. Based on the available information, the second vad stopped alarm can be attributed to a failure of the pump to restart after several attempts. An internal investigation examined failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on an extensive investigation, the likely contributing causes for failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The pump was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. The reported event was confirmed via review of log files which revealed electrical fault alarms and vad stopped alarms logged on (B)(6) 2019. Three electrical fault alarms were recorded on (B)(6) 2019 at 13:20:20, 13:22:08, and 16:23:51 due to an open phase on the rear stator. This was followed by a vad stopped alarm recorded at 17:00:43 due to open phases in both stators. An electrical fault alarm was recorded at 17:00:48 due to the rear stator not being connected. At 17:01:18, a vad stopped alarm was logged due to a failure of the pump to restart after several attempts. A vad disconnect alarm was recorded at 17:12:35 due to physical disconnection of the driveline and/or due to the reported controller exchange. Based on the available information and risk documentation, a possible root cause of the reported event can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. An internal investigation examined failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on an extensive investigation, the likely contributing causes for failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. Additional products: d4: serial or lot#: con401707. H3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213, 213. H6: FDA conclusion code(s): 4315, 4310. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.